Event description:
Replacement input box (ir#1106751 ra#wc48797 complaint #: ecs-r00011) exhibits the same problem that the original input box had "p4 will not calibrate" the "fse" tried to calibrate the new input box and it was worse than the original input box, original had an offset of 60 the new box was an offset of 100.